Manufacturer narrative:
According to the practitioner two implants are lost (loss of osseointegration) after implants have been restored. Two implants have been placed in 22 and 23 position on (B)(6) 2014 and removed on (B)(6) 2017.

Event description:
Two implants are lost (loss of osseointegration) after the implants have been restored.